Event description:
It was reported that pump displayed malfunction alarm code and customer initially could not reset it. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to contact support again if alarm appeared in future.